Event description:
It was reported that a pt with an x-stop implant at l3/l4 underwent a laminotomy and the x-stop was re-inserted. No other info was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.